Event description:
The following information was provided: at 4:00 pm, during a bilateral tka procedure, an issue occurred while inserting the final polyethylene insert. After the final femoral and tibial components had been implanted, there were no problems during unpacking of the insert. However, when attempting to insert the final insert, the locking wire detached immediately. Then, we decided to open the new insert for surgeon.